Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: the first photo depicts the shrink wrap torn and peeled back to mid way on the shaft. The second photo depicts the shrink wrap torn and peeled back to mid way on the shaft. The third photo depicts a small plastic vial with what appears to be small sections of the shrink wrap inside the vial. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when interaction between the instrument shaft and trocar system may result in a tear of the shrink wrap during device insertion or removal. Additionally, please be sure to avoid shrink wrap contact with sharps or cautery devices during the application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos and two devices. A visual inspection of the returned photos noted: the first photo depicts the shrink wrap torn and peeled back to mid way on the shaft. The second photo depicts the shrink wrap torn and peeled back to mid way on the shaft. The third photo depicts a small plastic vial with what appears to be small sections of the shrink wrap inside the vial. The first instrument was partially applied with six remaining clips. The shrink wrap was torn and missing up to the rotation knob. The second instrument was partially applied with sixteen remaining clips. The shrink wrap was torn at the distal end. No abnormalities were observed with the four sealed units. Functionally; the condition of the first instrument precludes functional evaluation because the shrink wrap was missing from the entire shaft. The second instrument was applied to appropriate test media. The instrument cycled without binding. The pusher advanced properly and retracted fully during the handle squeeze. Clips formed properly and remained securely fastened after the jaws were released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The four sealed instruments were applied to appropriate test media. The instruments cycled without binding. The pushers advanced properly and retracted fully during each handle squeeze. Clips formed properly and remained securely fastened after the jaws were released. When the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when interaction between the instrument shaft and trocar system may result in a tear of the shrink wrap during device insertion or removal. Additionally, please be sure to avoid shrink wrap contact with sharps or cautery devices during the application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic abdominal procedure, the component of the device disengaged into the cavity of the patient. Plastic or foil on the shaft of the instrument dissolved and disintegrates into small ones parts. They tried to remove everything, but one unfortunately does not know, if all remainders were completely removed.